Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer's blood glucose level was 288 mg/dl. The customer reported that the insulin pump had an open book image on the insulin pump screen. The customer reported that they did not receive any other alarm prior to the critical pump error. The customer also reported that the insulin pump was not responding. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.